Event description:
It was reported that oversensing in the left ventricular channel was observed. Furthermore, oversensing was also suspected in the right ventricular channel. Extraction procedure is planned.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th of october 2024 and 27th of october 2025 recorded a stable rv pacing impedance of 500 ohms and a stable lv pacing impedance of 600 ohms. Furthermore, a shock impedance of 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the lv channel, which led to the reported lv oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.